Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient suddenly lost access to sound with the device. There is no report of accident or trauma.

Manufacturer narrative:
Device investigations, on the received parts, show damage most likely attributable to the removal surgery, but measurements performed confirm that the demodulator and the floating mass transducer perform within normal limits. Based on available information, it could be assumed that the observed sudden dysfunction might have been related to damage of the conductive link. Although this failure mode can be assumed, it could not be confirmed as the device conductive link was not entirely received for investigation. This is a final report.

Event description:
Patient suddenly lost access to sound with the device. There is no report of accident or trauma. The device has been explanted.